Manufacturer narrative:
(B)(4).

Event description:
Procedure: prostatectomy. According to the reporter: the balloon broke when pumping. Medical intervention was not required. Re-intubation/cannulation was necessary. Surgery was not extended by 30 minutes. Doctor discovered the problem by hand feel/visual. Product was tested prior to use. Patient condition was not affected. Patient involved. No patient injury.